Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip was returned for evaluation. Service confirmed damage to the tip membrane which can result in patient burns and blisters. Anesthetizing a patient during flx treatment is considered off label use. Patient feedback is essential input to guide the user in determining safe and effective treatment levels. But, based on the available information, damage to the tip membrane most likely contributed to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rates. Investigation complete.

Manufacturer narrative:
The product evaluation was completed. The thermage tip failed leak, and visual testing due to partial gluing of one corner. The tip passed thermistor testing. A functional test was unable to be performed due to tip time limit being reached. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Investigation complete.

Manufacturer narrative:
Investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustaining blister on the right side of the face during flx thermage treatment while under anesthesia. The highest energy level at 3.0. The treatment tip was not inspected prior to use nor during the treatment. There was no problem during the procedure and no warning messages. The doctor found the blister on right face after finishing the procedure on the right side at 150 reps. When the doctor tried to start the procedure on the left side, the procedure was stopped because of the warning "tip is too warm". The patient was treated with hydrocortisone. The patient currently has a scab.